Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s blood glucose dropped to 69 mg/dl shortly before dinner while using the ilet during the algorithm adoption phase, and guidance was provided to treat the low with fast-acting carbohydrates before announcing and eating a meal. Symptoms included hypoglycemia without reported adverse effects. Outcomes included successful troubleshooting and education with no alerts or alarms and no need for medical intervention. Investigation included case review and user counseling on appropriate hypoglycemia correction and meal announcement during early algorithm use. Investigation of this case revealed no device malfunction or component failure and suggested user management factors during adoption as the likely contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear and related to patient management during the adoption phase.